Manufacturer narrative:
Attempts to obtain additional information were unsuccessful. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited an alert due to shock impedance measurements of greater than 125 ohms. Additionally, there were stored episodes of right ventricular (rv) noise, oversensing, and pacing inhibition with less than two seconds of asystole. It was found that the patient had been having a procedure at the time of the stored noise episodes; therefore, electromagnetic interference (emi) was suspected. Technical services (ts) discussed troubleshooting and programming options for the shock impedance issue with the health care professional (hcp). No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited an alert due to shock impedance measurements of greater than 125 ohms. Additionally, there were stored episodes of right ventricular (rv) noise, oversensing, and pacing inhibition with less than two seconds of asystole. It was found that the patient had been having a procedure at the time of the stored noise episodes; therefore, electromagnetic interference (emi) was suspected. Technical services (ts) discussed troubleshooting and programming options for the shock impedance issue with the health care professional (hcp). No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out of range impedance measurements were due to a malfunction or an inadequate lead to device connection. However, intermittent, out of range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead to device connection are likely the result of the low energy test signal utilized for daily automatic or in clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.